Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A rotawire and 1.75 mm rotapro were selected for use. During the procedure, inside the patient, the rotawire got separated at the distal part. An attempt was made to retrieve it by entangling with a wire, but it could not be retrieved. The wire was twisted when the dynaglide was turned while the tip of the wire was lost and trapped in the side branch. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A rotawire and 1.75 mm rotapro were selected for use. During the procedure, inside the patient, the rotawire got separated at the distal part. An attempt was made to retrieve it by entangling with a wire, but it could not be retrieved. The wire was twisted when the dynaglide was turned while the tip of the wire was lost and trapped in the side branch. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the body of the guidewire was kinked. Microscope inspection revealed that a portion of the spring tip was detached and did not return for analysis. The total length of the guidewire was measured and found to be 129.5 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This eans that the overall length was between the specification established on the drawing, even though 0.5 in of the spring tip was detached and did not return for analysis. No other issues were identified during the product analysis.